Manufacturer narrative:
Efforts to obtain additional information are ongoing. Any new information, relevant to the reported event will be provided in a follow-up report. Based on the information available for assessment, a relationship between the remunity system and the patient's symptoms and expiration cannot be confirmed. The specific date for the hospital admission was not provided. Therefore, the date of the event (b3) is unknown and was not included in this report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 13-mar-2026 and forwarded to millyard advanced medical products, llc on 16-mar-2026. It was reported that the patient was admitted directly to the intensive care unit due to exacerbation of their pulmonary arterial hypertension and their remodulin "not doing right" for them. It was further stated that the patient had a small pulmonary embolism and had mentioned a possible pump malfunction; however, this was unable to be confirmed at the time. On (B)(6) 2026, the patient ultimately expired in the hospital due to pulmonary arterial hypertension that was reportedly not normal progression of their disease.

Event description:
An initial event notification was received by united therapeutics drug safety on 13-mar-2026 and forwarded to millyard advanced medical products, llc on 16-mar-2026. It was reported that the patient was admitted directly to the intensive care unit due to exacerbation of their pulmonary arterial hypertension and their remodulin "not doing right" for them. It was further stated that the patient had a small pulmonary embolism and had mentioned a possible pump malfunction; however, this was unable to be confirmed at the time. On (B)(6) 2026, the patient ultimately expired in the hospital due to pulmonary arterial hypertension that was reportedly not normal progression of their disease. Additional information received from (B)(4) specialty pharmacy on 22-apr-2026 indicated that the patient had been using the remunitypro system at the time of the event.

Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00089, submitted on 10-apr-2026. This submission includes corrections to previously reported information based on new information obtained since the original submission. Additional information provided by (B)(4) specialty pharmacy on 22-apr-2026 indicated that the patient was using the remunitypro system at the time of the event, was incorportated into section b5. Sections d1, d2, d4, and g4 were also updated to reflect this new information further efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. Based on the information available for assessment, a relationship between the remunitypro system and the patient's symptoms and expiration cannot be confirmed. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.